Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: does not apply - lens was not implanted. Explant date: does not apply - lens was not implanted, therefore not explanted. Initial reporter name and address- telephone number: (B)(6). The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was broken in the shooter, specifically that the haptics had broken off. The customer reported that there was no patient contact with the product and that the operation was completed with the back up iol. There were no complications and material was discarded. No further information was reported.